Manufacturer narrative:
The investigation analysis confirmed that root cause was traced to the defective main board. The device was returned to the customer after repair.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Pictures requested from customer shows that the r1, r6 and r7 of the power board is damaged. Customer was informed that replacement of power board will be sent.

Event description:
The customer reported that while running on batteries and ac, the bellavista 1000 won't start up. Also, during boot up, a burnt smell was noticed. The customer reported there is no patient involvement associated with the event.